Manufacturer narrative:
A4: unk a5: unk a6: unk b3: unk h11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # 738564

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. Due to the low vault with rotation, the lens was removed and replaced intraoperatively for a longer length lens. The problem was resolved.